Event description:
The tip of a numeral nail during insertion. The nail had not reached the fracture site. Surgeon removed the nail and had to open the patient at the fracture site in order to remove the tip. Another nail was placed without incident.